Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported having multiple bladder infections. These infections were reported to have started in (B)(6) 2017 and another occurring in (B)(6) 2017. No device malfunctions were reported and patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they were treated with antibiotics and the bladder infections resolved. There were no further complications reported or anticipated.